Event description:
Customer called to report a leak underneath the coulter hmx analyzer with autoloader. Customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) found a hole in the tubing through pinch valve (pv) 49. The fse replaced the tubing and verified the repairs per established procedures. The root cause for the leak is attributed to a hole in the tubing passing through pv49.

Manufacturer narrative:
(B)(4).